Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported they had low blood glucose event. Customer's blood glucose value was 46 mg/dl. Customer declined troubleshooting for low blood glucose. It was not confirmed whether customer was using auto mode. The device will be returned device for analysis.

Manufacturer narrative:
Retainer ring: black. Customer returned insulin pump for alleged low bg's found on (B)(6) 2022. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Test p-cap locks properly into the reservoir compartment. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Unable to confirm alleged low bg's. The following were noted during visual inspection: pillowing keypad overlay and cracked case on corner of belt clip rails. In summary, insulin pump passed required testing, thus no confirmed device issues. Unable to confirm alleged low bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarm found in the history files or traces. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to confirm alleged low bg's. The following were noted during visual inspection: pillowing keypad overlay and cracked case on corner of belt clip rails. Stuck button alarm did not occur during testing and was not found in the history file. Stuck button alarm not confirmed. Unable to confirm alleged low bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose event of 46 mg/dl. The customer also reported keypad anomaly on the insulin pump. Troubleshooting was performed for keypad anomaly and customer declined troubleshooting for low blood glucose. It was not confirmed whether the auto mode was active at the time of the event. The device will be returned device for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6 with this report.